Event description:
It was reported that the device was at elective replacement indicator (eri) in less than 4 years. The patient received some appropriate shocks by the device but not enough to cause an early depletion of the battery. It was also noted that the patient did not experience pacing for the most part. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.